Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in needle through catheter I'd like to send you another catheter (ref 381312 / batch 4084137) which the department sent me today as it was also faulty: the needle pierced the catheter sheath completely during insertion. I am adding the device to the parcel for analysis.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.